Event description:
According to daughter, her mother fell last night around 9pm. She had a laceration in the back of her head from the fall. They took her to (B)(6) hospital to have her checked out. Per daughter, the front right leg on the commode is longer than the left leg. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).